Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device and is receiving benefit from use. This is the final report.

Event description:
A review of the recipient¿s test data indicated impedance issues despite device testing results within normal limits.